Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: review of the most recent repair record determined the calibration and test cut could not be checked due to a damaged comb. The comb, bottom roll, gear, shoulder bolts, and 2 washers for calibration were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00336.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the device was not working and was not moving forward while in use. The event did not occur during surgery. No known impact or consequence to the patient. No adverse event was reported. Due diligence is complete.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. The initial reporter: phone number: (B)(6).